Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issues. A replacement surgery was performed, during which the existing ipp was removed, and a new malleable device was implanted. There were no patient complications reported.